Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: ventec further examined the removed control board and determined that the cause of the observed electrical damage to the board was a diode, designator d701.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that its internal flow transducer cable was not fully seated. Ventec also observed that there were multiple electrically damaged components on its control board. Ventec then reseated the ift cable, as well as replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board as well as the ift cable not being fully seated. Ventec observed multiple damaged components on the control board, however, further component level root cause could not be conclusively determined.